Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting lloss of prime alarms regularly and needed to be re-primed often. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2014 with the following findings: a review of the pump¿s black box history showed that all loss of prime warnings were associated with ¿replace cartridge¿ alarms. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration was found to be high, which is inconsistent for a loss of prime. The pump cover was removed and the force sensor resistance reading was found to be within the required specifications. There was no contamination or damage observed on the force sensor circuit. The complaint of the loss of prime alarms was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.